Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied to the cable unit due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The referenced camera head was returned to the service center. The evaluation confirmed the reported no image issue as the cable was defective. Additionally, a test cable was used and found there was a dead pixel (big red colored dot) on the image. The camera head was repaired back to standard specifications and returned to the customer. The device was purchased on (B)(6) 2015 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the high definition autoclavable camera head produced no image when connected to the tower / video system and scope. There was no delay in the procedure. The camera head was replaced with the same model and the procedure was completed without issue. No other devices were replaced during the procedure. The connections and settings were checked and the camera head was inspected; there was no damage or abnormalities noted. No patient injury or harm was reported.